Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: desufflation lever condition, conforming; inner gasket condition, conforming; outer gasket condition, torn; sleeve condition, conforming and stopcock condition, conforming. Functional tests & results: flapper door functional, conforming. Analysis conclusion: based upon the inquiry info received and the visual examination, it was confirmed that the reported "top gasket of the 355ld was torn". The sleeve was received with the outer gasket torn measuring approximately 1/8", but complete. No conclusion could be reached as to how this damage had occurred.

Event description:
It was reported during a laparoscopic cholecystectomy at an unknown time the top gasket of the 355ld was torn and pneumoperitoneum was lost. A new trocar was opened to complete the case. There is no additional information known. Or time was not extended. There was no patient consequence.